Event description:
Difficulty was experienced during attempts to cross the diagonal branch lesion. Upon removal of the sds, the stent became dislodged. The physician examined the sds outside the body and found the stent inside the guiding catheter.